Event description:
Valley lab force 2 was being used on a pt with an extender tip on the handswitch pencil. The extender tip can not fit in the normal pencil holder, so it is uncertain how the pencil was stowed when not in use. Somehow the pencil cable got burned by the hot pencil tip during the procedure. It is suspected the burned through pencil cable came in contact with the metal balfore, causing a full thickness burn where the balfore was positioned; at the right mediolateral abdomen just under the ribs.